Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a shocking lead impedance (sli) measurement of greater than 125 ohms. The sli at implant was 65 ohms and the caller reported that it has gradually increased since then. At the time of the call the sli was 77 ohms. A setscrew revision was made, a 1.1 j shock was administered and defibrillation testing was performed. Sli measurements after this procedure were in the 40 ohm range. Additional information became available that this device was explanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.